Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The balloon rupture was likely the result of interaction with calcification or associated devices. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported balloon rupture appear to be related to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The acculink device referenced in is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery. On (B)(6) 2018, a 4x20x135mm viatrac plus balloon catheter was being used for pre-dilatation; however, the balloon ruptured during first inflation at 4 atmospheres. A 7-10x40mm acculink stent was implanted and the procedure was completed successfully with the patient being given plavix post-procedure. The patient had a seizure overnight and a computerized tomographic angiography confirmed thrombosis in the acculink stent. The patient is in stable condition and is going back to the cath lab on (B)(6) 2018 to have a covered stent implanted to treat the thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4).